Event description:
It was reported that the patient was skinny so her pacer was lower, slides down closer than the labeling of 8 inches to her neurostimulator. Physician reports that the patient thinks that a change was being made when the cardiac device was used. The patient thinks the neurostimulator was altered but the physician checks the neurostimulator and nothing was wrong. Caller reports often deals with patient who have anxiety and other issues. The representative was asked if the patient was symptomatic and the representative didn't know. He had to call physician to get clarification if there was actually an issue. It was later reported by the healthcare provider that it was unknown if there was fifty percent or greater symptom reduction. The cause of the event was determined and unknown if device related. Reprogramming was needed. It was noted on (B)(6) 2014 that the patient complained of worsening nausea and vomiting after having cardiac work when her gastric pacer was not turned off. At the appointment, two leads were found to be positive. The patient experienced a loss of therapeutic effect and it was unknown if sudden. It was unknown if the patient experienced a loss of stimulation. The patient recovered without permanent impairment. The patient and family now were aware to have pacer turned off or adjusted /checked after medical intervention of other "illegible."

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.